Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative. The pump was indicated as having been due for replacement. The serial number of the pump that was replaced was clarified as ngp601478h. It was clarified that the procedure was meant to be a pump replacement, but the physician normally performs a catheter revision just to check that everything is ok. It was in this revision that the physician realized that that the catheter was blocked. The physician had cut some segments of the catheter but it kept being blocked. The inability to aspirate was not resolved so the physician decided to change the catheter. The entire catheter had been explanted and replaced.

Manufacturer narrative:
Continuation of d10: product ID: 8709000; serial#: (B)(6); implanted: (B)(6) 1997; explanted: (B)(6) 2024; product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709000, serial/lot #: (B)(6), ubd: 18-aug-1999, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) via a company representative (rep) regarding a patient receiving unknown medication via implanted infusion pump. It was reported that the hcp was unable to aspirate and suspected that there was a catheter occlusion so they would like to revise an indura catheter. The catheter was replaced on (B)(6) 2024. During the revision of cutting a few segments of the catheter an occlusion was found. The catheter was discharged. No further information was reported.